Event description:
The account alleged the hi/low function is drifting.

Manufacturer narrative:
The tech found the motor assembly was dirty and greasy. The tech cleaned and lubricated the hi/low drive assembly to repair the bed.